Event description:
Complaint alleges that the tip of the needle was bent during use. There was no report of patient injury.

Manufacturer narrative:
No lot number was provided by the customer, however, a device history record (DHR) review was performed on lot number 23f13g0444, based on sales history and there were no relevant findings. Complaint verification testing could not be performed as no sample was returned for analysis. The device history records for the epidural needle were review with no evidence to suggest a manufacturing related cause, therefore, the complaint could not be confirmed and a root cause could not be established.